Event description:
It was reported the ultrasonic surgical instrument probe had become excessively hot during a right hemicolectomy procedure. There were no reports of patient harm. The user switched to a new unit of the same model to complete the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.